Event description:
The customer reported obtaining multiple suppressed and erroneously low results for three (3) patient samples, over three consecutive days, involving the unicel dxc 600i synchron access clinical system. This report references the event which occurred on (B)(6) 2013; please refer to medwatch report #2050012-2013-00642 and #2050012-2013-00643 for the reports of the events which occurred on the other two days. The customer reported obtaining suppressed, out of instrument range low (oir lo), results for albumin (alb) and urea nitrogen (bun) for one patient sample. The results were caught while a beckman coulter field service engineer (fse) was on-site. Subsequent repeat of the patient samples on an alternate dxc instrument produced higher results. There was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The beckman coulter field service engineer (fse) was notified of the two suppressed results which were generated for the one patient as he was leaving the customer's site. The fse replaced the sample probe, level sense bead, wash collar, cap piercer blade/wick, and line 301 which was crimped and not supplying autogloss properly. The fse verified the repairs as per established procedures and results met published specifications. Failure mode for this event is unknown; the fse performed multiple service tasks and replaced multiple hardware components which could contribute to the issue. All related medwatch reports associated with this event: 2050012-2013-00642, 2050012-2013-00643, 2050012-2013-00644.